Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that it was found that there had been foreign matter (hair) immediately once opened the package during surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: are there any photos of the foreign matter available? Yes, please refer to attached photos. Is it possible that the foreign material fell into packaging upon opening of device? No was the product seal on the foil still intact when the package was opened? Yes will the device be returned for evaluation? If yes please return all relevant packaging material no device will be returned. Was the procedure completed without any adverse effect to the patient? Yes, the device was not used on patient. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI additional information: h6 h6 component code: c22 - photo analysis a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo summary: this is an analysis of a photo submitted to ethicon for evaluation. During visual analysis, the following was observed: the photo shows an anterior coil with the needle/suture in its sales position, and a foreign matter is above the sample. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.